Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the sensation was "annoying." It was stated the patient had been anxious. It was noted the therapy had been really strong since the implant and it made the patient more uncomfortable than giving relief.

Event description:
It was reported since implantation, the patient had not adjusted to stimulation and it was "ignoring" and uncomfortable. It was noted, the patient needed high stimulation to control her pain but she was unable to tolerate the high setting. The patient had kept stimulation of for "months," but was unsure how long. Additional information received reported the patient's device was to be explanted but it had not been scheduled.

Manufacturer narrative:
Product ID: 747151 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID: 7435 lot# serial# (B)(4), product type programmer, patient product ID: 3898-33 lot# lc0488, implanted: 2004 (B)(6), product type lead (B)(4).

Manufacturer narrative:
(B)(4).